Event description:
Senseonics was made aware of a hyperglycemia incident due to sensor inaccuracies. Patient reported that the incident occurred on (B)(6) at 00:57 am. The eversense system displayed 146 mg/dl where as blood glucose (bg) measurement showed 236 mg/dl. Patient did not receive any high glucose alert because the high alert threshold was set at 180 mg/dl. Patient did not require any medical attention or intervention and was able to resolve the incident himself with a dose of insulin.

Manufacturer narrative:
This report is being submitted retrospectively as part of internal review. Transmitter was not requested to be returned for evaluation as it was still being used by the user. The investigation was done on user's data available in data management system (dms). While the there was some mismatch between blood glucose (bg) and sensor glucose (sg) values, the overall performance of system was within the specification. Key performance indicators of the system did not indicate any malfunction. Root cause of the temporary mismatch could not be determined, but the potential root cause for such may be related to a temporary issue with the sensor electronics, for example, the led behavior at the time, or the in-vivo state of the sensor hydrogel. The user was able to self-manage the hyperglycemia by taking a dose of insulin.